Event description:
Additional information noted patient experienced elevated iop in the left eye against the xen®45 gts. Needling procedure has been performed. The events are resolving.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: b.5.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62297. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced elevated iop at 50, 53 in the left eye against the xen®45 gts. Paracentese and needling procedure had been performed. The events have been resolved. The device remains implanted.